Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported MDR. This report's g3 is not late as it is a duplicate submission. All additional information will continue to be submitted in MFR # 9610773-2025-01259.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to main body was loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's guide pin is broken, and main body was loose. This issue occurred during reprocessing. There were no reports of patient involvement.